Manufacturer narrative:
The technician replaced the brake steer mechanism with the new brake steer upgrade on both foot and head end of the stretcher to resolve the issue.

Event description:
The technician alleged that the brakes would set, but not hold at the head end of the stretcher. No pt impact.